Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2017, a medtronic representative visited the site and checked out the system. He found that the screens were flickering on start up and continued after bypassing and splitting the screens. It was recommended to replace the computer. A replacement computer and dvi adapter cable, were sent to the site and installed in the system. This resolved the issue. System fully functional during all testing after part replacement. Suspect computer was returned to manufacturer and evaluated: no flickering observed during 4 hour burn-in test on 03/09/17. Seatools long test-no errors. Unable to replicate reported behavior. No further issues have been reported.

Event description:
A medtronic representative was notified by the site's stealth coordinator that the navigation system surgeon monitor and staff cart monitor were flickering. Issue noticed prior to surgery during set up. Site used a different s7 for the upcoming surgery. No patient present.

Manufacturer narrative:
Correction to device manufacturing date now provided. Additional testing was performed on the returned computer. Memtest86-no errors. The computer passed all tests. The device was reaffirmed to be found fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.